Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that a non-sterile balloon may have been used on the patient. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The manufacturing date was unable to be determined. Based on the results of the investigation, the sterilization issue may have been caused by the user misunderstanding the labeling. However, because the device was not returned for evaluation, the definitive root cause of the event could not be determined. Pre-use handling methods listed on the labels of unsterilized balloons are described as "sterile as needed," whereas the pre-use handling of the package inserts are described as "sterile". At the facility, it was left unsterilized. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿please be sure to sterilize ethylene oxide gas before use. For sterilization methods, please refer to the "instructions for use" for the ethylene oxide gas sterilizer. Regarding the conditions for ethylene oxide gas sterilization, see table 1 and table 2.¿ olympus will continue to monitor field performance for this device.